Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep verified using the error log. He was unable to duplicate errors. The hv/control cable was bad causing the error. The cable was excessive wear and the rep repaired the collimator signal wires.

Event description:
The customer reported that a bad iris potentiometer error code displayed on boot-up.